Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer observed (B)(6) results while using architect hbsag reagents. Sid (B)(6); 0.0 iu/ml. Lumipulse method was (B)(6). Immunochromatography method was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed and the patient median result for the complaint lot was comparable to other lots in the field between (B)(6) 2018 and (B)(6) 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.